Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had sudden left visual changes. The patient reported having black spots in their left visual field around 3:30pm on (B)(6) 2022, which soon progressed to near complete loss of vision in the left eye. No visual changes were noted in the right eye. The patient denied pain, tearing, headache, double vision, and facial pain or numbness. Computed tomography (CT) scan of the head without contrast showed areas of chronic encephalomalacia within the right frontal and left parietal lobe. No acute hemorrhage or suspicious cortical swelling were observed. Ophthalmology was consulted on (B)(6) 2022. Clinical features appeared consistent with left vitreous hemorrhage. Intraocular bleeding was noted. The patient received fresh frozen plasma (ffp) and it was decided to hold coumadin. Bleeding and visual changes resolved without sequalae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28sep2021. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists potential adverse events, including bleeding, that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.